Manufacturer narrative:
On june 3, 2024, customer called in with he following concern: pump error 63 p-cap locked in place successfully during testing. Pump passed displacement test and self-test. Successfully utilized thump software to download history files and trace files. The adapt tool was utilized to find alarms that may have occurred in the past, near, or on event date. On adapt, pump error 63 was recorded on 05/26/2024 at 10:23:59.000 hour with variable (15). Per software engineer log, pump error 63 (variable 15) alarm was due to twi interface on main/motor processor. Hardware error. Line # = 147, file # = 2017. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: cracked belt clip rails, cracked keypad overlay at select button, pillowing keypad overlay, and battery tube threads - cracked. In summary, customer concern for pump error 63 was confirmed. Pump error 63 alarm due to hardware error. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63 - (hardware low level failures). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving a pump error. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.